Event description:
It was reported that the bed has accessible ac power. It was further reported that while unplugging the bed, a nurse was shocked. Further injury information has not been provided yet. Attempts are being made to gather more details from the user facility.

Manufacturer narrative:
The user facility confirmed that the user did not require medical treatment as a result of the shock, b5 and h codes updated to reflect that this is a minor injury.

Event description:
It was reported that the bed has accessible ac power. It was further reported that while unplugging the bed, a nurse was shocked, but did not require medical treatment.